Manufacturer narrative:
Device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 5 months. The explanted pump will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2014. It was reported a pump exchange occurred due to driveline compromise on (B)(6) 2017. It was reported that there was fluid oozing out of the driveline exit site. It was reported that the driveline integrity was compromised inside the thoracic cavity, as fluid was oozing from the external portion of the driveline. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline compromise could not be conclusively established through this evaluation as no product was returned for investigation. The account reported that fluid was oozing from the driveline outside of the patient¿s exit site due to compromised driveline integrity inside the thoracic cavity. The patient was asymptomatic and no alarms were reported at the time of the event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.